Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this lead, abnormal impedance measurements were observed. The lead was unused and removed from the procedure. Another lead of different model type was successfully implanted and the attempted implant lead was returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, abnormal impedance measurements were observed. The lead was unused and removed from the procedure. Another lead of different model type was successfully implanted and the attempted implant lead is intended to be returned for analysis. No resulting adverse patient effects were reported.